Manufacturer narrative:
As of 06/03/2022 returned product and unused retained samples of the same lot as the reported were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted.

Event description:
On the initial report received by aso on (B)(6) 2022 consumer reported that product tore her skin when changing the dressing. Consumer returned customer information request (cir) on (B)(6) 2022. Consumer stated that she sought medical attention. Consumer stated the symptoms did not correct after she stopped using the product and did not confirm if the issue was with the tape or pad area.